Manufacturer narrative:
Concomitant: 693558 lead, implanted: (B)(6) 2014. Evaluation summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range.

Event description:
It was reported that there was a lead warning for high atrial impedance, with non-physiologic noise also observed. It was further reported that there was oversensing and a lead fracture. Various lead settings were reprogrammed and the lead was left in use for approximately three weeks, whereupon it was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: evaluation summary: the partial lead in segments was returned, analyzed and the setscrew marks on the connector pin were too proximal. The proximal conductor of the lead became extrinsically fractured due to a cut. The distal conductor of the lead became extrinsically fractured due to a cut. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.